Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the screen was stuck on reboot initialize process. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was stuck. A field service engineer (fse) found the station operational with all drawers and doors closed, and no failure icons. After a reboot, tested using the hardware test application (hta) showed the barcode scanner was not fully seated and the biometric ID scanner failed. The fse shut down the station, reseated all docking board cables, and secured the barcode scanner with a zip tie. After rebooting, all tests passed, and the station functioned normally. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the screen was stuck on reboot initialize process. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.